Event description:
Follow-up from the provider indicated that it is unclear if the pain is related to stimulation, but the patient describes tenderness with palpation over the generator, especially medially. Diagnostics results from (B)(6) 2017 were within normal limits the increase in seizure intensity was not known to be caused by vns, and the patient was noted to currently be stable.

Event description:
It was reported by a medical professional that a vns patient was experiencing discomfort over the medial side of the generator, and on palpation describes some tenderness when palpating that area. She reported that when she checked the device the diagnostics she was concerned of a short circuit condition. The patient was noted to have had 2 seizures that have been more severe over the past 2 months. A chest x-ray was taken and nothing abnormal was reported by the clinician. The x-rays have not been received by the manufacturer for review to-date. Additional relevant information has not been received to-date.